Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw. It remained attached at the base but was detached at tip of the jaw. The silicon insulation at the tip of the cold jaw was peeled but remained attached to the cold jaw. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "peeled insulation" and the analyzed failure mode "bent wire." Specific actions for the confirmed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws and the silicone tip came off the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws and the silicone tip came off the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.